Event description:
It was reported that during a rotator cuff repair procedure using perfectpasser connector suturing device with a perfectpasser connector magnumwire suture cartridge, the left needle fired through the tendon but failed to retrieve the suture from the cartridge. The cartridge was replaced two additional times, with the same results. The procedure was ultimately completed using a firstpass suture passer along with a competitor's fibertape. There were no significant delays or pt complications reported as a result of this event.